Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, while preparing breakfast, the patient felt uncomfortable and shaky after coming back from the restroom. The patient fell to the floor and sustained bruises. He stated despite being disoriented, he managed to crawl to get apple juice from the kitchen. The patient was able to contact the apartment maintenance by pulling a cord in his apartment to contact them. When they arrived, they noticed the patient trembling and shaking so they called 911. Prior to calling 911, the patient stated they felt better after drinking apple juice and that his blood sugar was almost normal. He reported that the cgm was functioning during the time of the event but could not remember what the cgm value was due to not feeling well. Paramedics checked a bg and it was 51 mg/dl while the cgm was displaying 66 mg/dl. They measured his blood glucose a second time but the patient could not remember the value. The patient was advised to calibrate the cgm as well as eat bread with peanut butter and jelly. The patient was not provided any treatment by paramedics. They offered the patient to go to the emergency room; however, the patient declined as he was feeling normal at that time. After monitoring the patient for 45 minutes, the paramedics left. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.